Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 10:00pm that the insulin pump has failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer went to replace the battery, had yellow battery and went to change it and alarm battery failed alarm. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratches on the lcd window. The pump powered up properly after battery installation. No missing segments or partial display noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The pump was monitored for a day and no unexpected failed battery test, battery failed alert, missing segments or flickering/flashing display noted during testing.